Event description:
According to the reporter: occurred during an open radical gastrectomy procedure. The patient's medical history is stomach cancer. The stapler was being applied to the diastolic tissue. There was poor staple formation. Part of the staple line was not well formed. In order to resolve the issue and complete the case, reinforced with stitching. There was no patient injury.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional info: if information is provided in the future, a supplemental report will be issued.